Event description:
Information rec'd via user facility medwatch indicates the patient had a spinal cord stimulator placed approximately one year ago and was using it on a continuous basis resulting in early end of battery life. The system also had a suspected infection. Reference report # 4500680000-2006-0010. The pt had noticed exudate from the inferior aspect of the generator. The pt's stimulator was assessed with telemetry indicating the battery was at end of life. During the removal operation, it was noted that there was extensive scarring of the connection between the epidural electrode and the extension. The connection piece between the electrode and the extension was sent for culture, sensitivity and identification. Generous bacitracin irrigation was done and the pocket was closed. The MFR has been unable to obtain info on specific culture results to date. The device was not returned to the MFR for analysis. According to the MFR's device registration system, the pt was reimplanted with a new system in 07/06. A follow up report will be sent when additional info is rec'd.